Event description:
A malfunction alarm identified as malf 25 was reported by the customer, and it was confirmed that the customer¿s blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact. The customer was advised to switch to multiple daily injections as a backup therapy and was informed that a replacement pump with updated software would be sent. The customer acknowledged the instructions, including setting the original pump into storage mode and returning it within 10 days using the provided ups return box and prepaid label.